Event description:
It was reported by the rep that the (1) cdh33 was used during a low anterior resection procedure. It was reported that the physician placed the instrument into the bowel and attached the anvil head of the device onto the instrument and dialed the instrument down until in the green firing range. The safety was removed and the instrument handles were closed to fire, but the handles would not close fully and the "crunch" sound could not be heard. The instrument was then attempted to be closed by another physician without success. The staples were partially formed and the knife partially cut. The instrument was then removed from the pt by dialing the handle and disconnecting the anvil head. The bowel was cut to remove any partially formed staples and the anastomosis was attempted successfully with another instrument. Pt had more bowel removed for the second attempt of the anastomosis and the case took 15-20 minutes longer.